Event description:
It was reported that during a da vinci-assisted surgical procedure, sparks flew from the maryland bipolar forceps (mbf) instrument. The customer tried to reinstall the instrument but the issue persisted. The customer received phone assistance from the technical support engineer (tse). The tse checked the system logs and found error 22020 on the universal surgical manipulator (usm) 3. The tse advised the customer to reinstall the sterile adapter. The customer mentioned that the jaws of the instrument were burnt. The tse advised the customer to use a spare instrument. The customer continued with the procedure using the same system. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage or anything out of the ordinary was observed. Cauterizing the tissue was noted after the arcing event. The cannula was also inspected before use, and a pin gauge was used for inspection. The instrument was connected properly, and no injury to the patient was observed. The patient did not return to the hospital due to experiencing any post-surgical complications as a result of the arcing event.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.